Manufacturer narrative:
Unit received with blank-flashing white lcd due to cracked lcd controller on pcba 1. Unable to perform displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and selftest due to blank-flashing white lcd. Unable to verify missing segments/partial display due to blank-flashing white lcd. Unit received with scratched casing, minor scratches on lcd window, scratches on display window cover, pillowing keypad overlay, cracked select button on keypad overlay, damaged keypad overlay texture, stained keypad overlay buttons, peeling serial number label, missing end cap address label and corroded battery tube.

Event description:
The customer reported via phone call that insulin pump had damage. The blood glucose at the time of the incident was unknown. The device will be returned for analysis.